Manufacturer narrative:
(B)(4). Concomitant medical products: lps-flex option femoral e-l catalog# 00596401551 lot# 60344170; palacos r 1x40 single catalog # 00111214001 lot # 67634195; articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 12 mm height catalog # 00596204012 lot# 61116968; all poly patella size 32 mm dia. Standard 8.5 mm thickness catalog # 00597206532 lot# 61160361. The complaint was confirmed by medical records received. Visual and dimensional evaluations could not be performed since no product was returned for investigation. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated report: 0001822565 - 2016 -02981,1822565-2016-00799, 1822565 -2018 -00170.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient was revised due to pain, osteolysis and loosening of the femoral and tibial components. There is no additional information at this time.